Manufacturer narrative:
(B)(4). Eval summary: product performance engineering reviewed the incident info. Although the product and its packaging were not returned, a picture of the label was rec'd from the account confirming that the expiration date on the specific product label was 12/18/2009. Additionally, a review of the lot history record (lhr) for this lot was conducted and confirmed an expiration date (use by date) of 12/18/2009, which is 365 days (or 1 year) as specified in the product spec at the time this lot was manufactured. This confirms that the product was labeled correctly. Therefore, based on the reported info, the product was used 18 days past the labeled expiration date. However, in march 2009, commercially available xience v product in the u.s received approval for a 2 year shelf life. So, although the specific unit involved in this case was expired at the time of use (labeled with 1 year shelf-life); a portion of this lot had been relabeled with the approved 2 year shelf life, having an expiration date of 12/18/2020. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the xience v instructions for use (IFU) states: do not use after the "use by" date. In this case, there is no indication of a product quality deficiency. As reported above, the xience v stent was implanted without pre-dilating the lesion. It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. A review of the finished product lhr did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met mfg criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for use after expiration date or no-pre-dilatation with this lot. Although the exact cause of why the product was used after expiration cannot be determined from the reported info, it appears that user error likely contributed to the reported complaint. Additionally, it does not appear that the user error of no pre-dilatation is related to the reported use after expiration.

Event description:
Reporting status: malfunction. Reporting rationale: expired product has the potential to cause or contribute to pt injury. Device issue: expired stent. It was reported via a trial that the stent implanted in the proximal left anterior descending artery (lad) via direct stenting was used after the expiration date. The reported expiration date was (B)(6) 2009. There were no reported pt effects of adverse events. The pt was discharged on (B)(6) 2010. There is no add'l event info reported.